Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included uterine bleeding, uterine fibroids, anemia and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), mood swings ("mood swings") and libido decreased ("decreased libido"). The patient was treated with surgery (hysterectomy,salpingectomy, oophorectomy,adhesions requiring lysis during surgery). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush and mood swings outcome was unknown and the libido decreased, vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved. The reporter considered dysmenorrhoea, hot flush, libido decreased, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet- events hot flashes, mood swings, decreased libido, abnormal bleeding, (vaginal, menorrhagia), dysmenorrhea (cramping) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.